Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of smoke came out at the distal end was confirmed. In addition to air/water cylinder and tube having a whitish foreign material finding, the additional evaluation findings are as follows: due to wear of scope cover packing, water tightness was lost, air/water cylinder had no color, suction cylinder had no color, due to wear of angle wire, bending angle in up direction did not meet the standard value, image guide protector had a cut, plastic distal end cover had a burn, and adhesive on bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had smoke that came out at the distal end after connecting the endoscope to the processor. The issue was found during reprocessing. There were no reports of patient harm. During evaluation of the returned device, it was found that the air/water cylinder and tube had whitish foreign material and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.